Manufacturer narrative:
(B)(4).

Event description:
It was reported "according to the report of the surgeon, the guide wires frayed and became entangled during the procedure." There was no medical intervention required. The patient's current condition is reported as "unknown". Additional information has not been provided at this time. Associated MDR numbers include:3006425876-2024-01040.

Manufacturer narrative:
(B)(4) the customer returned two images. The first image showed two different lidstocks (cs-15402-e and cs-14502). The second image showed multiple defective guide wires. Visual analysis confirmed kinking on the guide wires. The customer also returned one guide wire and one lidstock for analysis. The lidstock appears to match the cs-14502 lidstock shown in the customer image. Signs of use were observed on the guide wire. Visual analysis confirmed that the guide wire was unraveled from the proximal end. Further microscopic examination confirmed the unraveling and revealed that the proximal weld was separated from the core and coil wires. The separated weld was not returned as part of the complaint. Kinking was also confirmed along the guide wire body. The guide wire length measured 16 3/4", which is not within the specification limits of 17 11/16"-18 1/16" per the guide wire product drawing. The guide wire outer diameter measured 0.0205", which is within the specification limits of 0.020"-0.021" per the guide wire product drawing. This indicates that 15/16"-1 5/16" of the core wire was separated and not returned for analysis. The guide wire outer diameter measured 0.0205", which is within the specification limits of 0.020"-0.021" per the guide wire product drawing. Functional testing could not be performed as part of this complaint investigation due to the damage to the returned device. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a separated guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled. Further visual and dimensional analysis revealed a section of the core wire (including weld) was separated and not returned for analysis. A device history record review on the reported finished good did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received, the appearance of the damage seems consistent with undue force being applied during insertion or removal; however, the root cause is undetermined as a portion of the guide wire was separated and not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "according to the report of the surgeon, the guide wires frayed and became entangled during the procedure." There was no medical intervention required. The patient's current condition is reported as "unknown". Additional information has not been provided at this time. Associated MDR numbers include:3006425876-2024-01040.